Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010, the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, rhbmp-2/acs was used in this surgery. Post-op, the patient suffered from increasing low back pain, with radiating pain down to his buttock and right leg to the top of his right foot, and weakness of his right foot. Imaging studies revealed ectopic bone with foraminal stenosis and lateral recess stenosis at l5 and s1. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: recurrent herniated disks l5-s1 right; lumbar radiculitis l5 and s. The patient underwent the following procedures: revision of l5-s1 right medial facetectomy, foraminotomy and microdiskectomy; arthrodesis, posterior interbody spacer l5-s1; interbody spacer, l5-s1; autograft; allograft. Dbx putty, mastergraft, bone morphogenic protein; posterior segmental instrumentation, l5-s; fibrin glue; intraoperative neurodiagnostic monitoring, ssep, emg, pedicle screw monitoring; intramuscular marcaine inj. As per op-notes,¿ once they are satisfied with the trial size they packed the interbody space with autograft bone, allograft bone, dbx putty, mastergraft, bone morphogenic protein. They tamped interbody spacer into place using mallet under direct visualization and using fluoroscopy.¿ no intra-operative complications were reported. The patient was discharged on (B)(6) 2010.